Event description:
In 2009, the lay user/patient contacted lifescan alleging the one touch ultra meter does not turn on. The medical surveillance specialist was not able to contact the patient to obtain/clarify information. The patient said that the issue with the meter started about 2 months prior to contacting lifescan. The patient alleged that he had blurry vision 2 to 3 days after the meter failed. The patient continued to take his normal dose of medication to manage his diabetes after the issue started. The patient denied suffering any symptoms. It would be helpful to know the patient's medication regime and whether he would have done anything differently had he been able to use the meter. After installing the batteries, the meter turned on. Based on information provided, there was no misuse of the product. Although details of the patient's use of the product are unknown, this complaint is being reported because the patient alleged the meter did not turn on and suffered symptoms that may be indicative of hyperglycemia after the issue started.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.